Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt had the sys replaced due to high impedance and normal battery depletion. Impedance readings were over 40,000 ohms on contact 11. The pt recovered without sequela.